Event description:
The customer contact reported a disconnection. On an unspecified date, an unspecified primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to a female tubing set for a piggyback delivery of an unspecified volume of blood bank blood. It was reported that after the secondary delivery was started, the secure lock male adapter of the secondary tubing set disconnected from the female adapter of the primary tubing set. It was reported that 30ml of blood leaked. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.